Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a nail reaming procedure one (1) 6.00mm fxd endcutting rmr became lodged in the patient's bone canal. Despite efforts to dislodge it, the surgeon decided to proceed with plating as the canal could not be prepared for the thinnest 8/7mm humeral nail. While waiting for the plating instruments and kits to arrive, the surgeon compared the 6.00mm fxd endcutting rmr with the 7.00mm fixed end-cutting reamer and observed that the former appeared thicker. The surgeon then attempted to use the 7.00mm fixed end-cutting reamer, which passed through the bone canal without difficulty. The procedure was resumed, after a significant delay with the insertion of the 8/7mm humeral nail. Upon return of the 6.00mm fxd endcutting rmr to the osc, the reamer tip was measured and found to be 8mm.

Manufacturer narrative:
Internal reference number: (B)(4).